Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 300 mg/dl to 400 mg/dl. Customer was flown to one hospital and then taken to another hospital. Customer was hospitalized due to septic shock. Customer was hospitalized for three days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, customer declined to check for air bubbles or leaks. Customer believed that settings may have been incorrect, but declined checking settings. Customer was sent a tubing clamp in order to complete high pressure test.